Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm. Customer's blood glucose value was 195 mg/dl at the time of the incident. Customer will not return device for analysis.